Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarms with error: syringe plunger not in place. It is not during patient use and does not cause anyone harm.

Manufacturer narrative:
Visual evaluation shows the plunger flippers were visibly uneven and is related to the incorrect assembly of the timing plates inside the plunger. Functional testing was conducted and reported failure mode was confirmed; however, the cause of the event is due to the assembly of the timing plates in the plunger head by the customer. The timing plates were reassembled correctly to resolve the syringe plunger not in place error. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.